Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels as low as 33 (mg/dl). Customer consumed juice and food to treat their low bg level. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data did not show any low blood glucose (bg) levels recorded on the event date of (B)(4) 2016. Customer requested two boluses on the event date, and customer did not enter a bg level during the second bolus request. Pump data also showed a completed cartridge change sequence. Contact stated it was the users first day on the pump. Requesting a bolus without entering current bg levels could lead to a low bg event. If user did not disconnect during "fill tubing" process and "fill cannula" process, insulin could be delivered. This could also lead to a low bg level. There is no evidence that the insulin pump experienced a malfunction or failure.